Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon ruptured occurred. A 6-6/2/80 occlusion balloon catheter was selected to dilate the lesion. However, the balloon ruptured. No patient complications were reported.